Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that her one touch ultramini meter was showing the battery indicator. The medical affairs specialist spoke with the pt on june 10, 2008 and verified the following info. The pt indicated that the reported issue started about one and a half week before she called lifescan and she was unable to test her blood sugar during that time. On five days prior to original date at around noontime, she was feeling nausea, shaking, sweating, upset stomach, and mild confusion. She tested her blood sugar on another meter at work and reportedly received a reading of 61 mg/dl. She ate something and felt better. She stated that she had not tested her blood sugar that day in the morning before she developed the reported symptoms due to the alleged issue. She denied receiving any medical attention due to the reported issue. She was eating as usual that day. The customer service agent (csa) verified that the pt had replaced the battery in the meter as per the owner's manual. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed that she was unable to test her blood sugar due to the reported issue and later, developed the symptoms indicative of severe hypoglycemia and provided self-treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject product for eval, but has not yet received it. If the product will be returned, lifescan will evaluated it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.